Manufacturer narrative:
Section g8: the manufacturer report number should have been 2017865-2025-17636, rather than 2017865-2025-100000.

Manufacturer narrative:
Section a3a - the sex "male" should have been selected, rather than left blank.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of transmission revealed post-paced t-wave oversensing (pptwos) resulting in pacing inhibition noted on the implantable cardioverter defibrillator (ICD). No changes or intervention was reported. The patient condition was stable.